Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a low blood glucose of 46 mg/dl. They had not yet treated the low blood glucose at the time of the call. Troubleshooting was performed on the insulin pump. The drive support cap was not damaged. The insulin pump¿s programming was accurate. The reservoir was showing more insulin than what was shown on the status screen. They were advised to always complete the rewind and load reservoir process before connecting back to the infusion set. They were advised to monitor the insulin pump and their blood glucose. The device will not be returned for analysis.